Manufacturer narrative:
The pod was received not deployed; the pink slide insert was not visible through the viewing window of the top housing. The downloaded data shows the device completed 46 first prime pulses and then was deactivated. Second prime was not completed. No timeouts or drive stalls were produced. Since second prime was not completed, the needle mechanism did not deploy. Inspection of the device did not find any issues with the cannula assembly that would result in leaking from needle guard. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod leaking insulin from the needle guard was also reported. The pod was worn less than an hour.